Manufacturer narrative:
A visual examination of the returned device found that the trip wire was wrapped around the handle spool and cinched properly in the handle slot. The trip wire and suture were still attached and without issue. The ligator head and bands were not returned. Functionally, the handle assembly knob was turned 180º and an audible click was heard. The most probable root cause of the bands unable to deploy can not be determined as the ligator head and bands were not returned. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd) banding performed on (B)(6), 2010.according to the complainant, during the procedure, they attempted to deploy a band and it would not deploy off the ligator head. The case was completed with a second speedband superview super 7 multiple band ligator.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd) banding performed on (B)(6), 2010. According to the complainant, during the procedure, they attempted to deploy a band and it would not deploy off the ligator head. The case was completed with a second speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.